Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 99% stenosed lesion in the first obtuse marginal artery (om1) was pre-dilated with a 2.0x12mm maverick balloon. Inflation was performed three times at 6 atms for 30 seconds. Post procedure, there was less than 20% residual stenosis with no dissection or thrombus. The physician then deployed a taxus express2 2.5x12mm drug eluting stent to the 60-70% stenosed lesion located in the proximal left anterior descending (lad) artery at 14 atms for 30 seconds. Post procedure, there was 0% residual stenosis with no dissection or thrombus noted. The procedure was tolerated well. No patient complications were reported. Approximately three years post implantation, the patient presented with chest pain and acute anterior wall myocardial infarction. The patient had been off of plavix and aspirin for approximately two to three months due to a massive gi bleed that required three units of transfusion. Angiography confirmed a 100% proximal occlusion in the previously stented lad. Pre-dilatation was performed with a maverick 2.5x15mm balloon at 12 atms for 30 seconds. Post procedure, a residual thrombus was noted in the proximal stented segment. A thrombectomy catheter was passed four times and timi iii was achieved. Intracoronary adenosine and reopro were administered during this procedure. No additional patient complication were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause will be documented as anticipated procedural complication.